Event description:
Information received indicates the left siderail will not stay up.

Manufacturer narrative:
The technician found the siderail end tube was broken in half. The technician replaced the end tube to repair the bed.